Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Rn found a PICC broken at the hub of the catheter. The hub was totally disconnected from the catheter. The tega-derm was holding the catheter in place, preventing it from dislodging into the babies circulatory system. The baby did experience blood loss via the catheter. The catheter had been in place for approximately 10-11 days.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection identified that the catheter tubing was broken. The exact root cause of the broken catheter cannot be determined; however, a possible cause is related to patient activity / movement or to excessive tensile / pulling force during use.